Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced harm reported. With no reported allegation of a device malfunction. The customer reported, hypoglycemia treated with hospitalization: overnight stay. The event involved product(s) unk_ngp. Trouble shooting was not performed. And it was unknown, whether the pump was used within 48 hours or not. And it was unknown, whether the automode feature was active at time of event or not. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No further patient complications were reported. It was unknown, whether the customer will continue to use the pump or not. No product return is required for unk_ngp.